Event description:
It was reported in a service report that there was a hydraulic leak and the foot end would not pump all the way. It was also reported that there was no patient involvement and there were no adverse consequences associated with the reported issue.